Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the coronary artery. A 2.75mm x 8mm quantum? Maverick? Was advanced for dilatation. However, during post dilation, a bulge or localized balloon inflation was observed at the connection site, resulting in a proximal coronary artery dissection. A stent was urgently deployed to seal the dissection entry point and complete the procedure. No further patient complications were reported.